Event description:
The customer reported that the bedside monitor (bsm) failed during patient use in the newborn intensive care unit (nicu). No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of the complaint: on 09/17/2019, customer at (B)(6) reported the following issue: bp reading: 71/ - (29), bp site: r leg, problem: no diastolic. Bp reading: 84/37 (52), bp site: l leg, problem: same episode as above, inconsistent...no diastolic the problems were identified as "unable to obtain reading" on the right leg" and "inconsistent reading" on the left leg. This was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on 08/22/2019 for bedside monitor (mu-631ra sn: ni). No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result: there was a reported incident in which the bedside monitor in the nicu was reported to have difficulty obtaining a reading and/or having inconsistent reading. Trending of tickets opened at mercy health partners relating to blood pressure readings revealed the following: ID created on product ID description 68447 09/17/2019 12:14 pm mu-631ra 8/22/19 verifying bp readings log 1. 68456 09/17/2019 12:22 pm mu-631ra 8/25/19 verifying bp readings log 2.68457 09/17/2019 12:29 pm mu-631ra 8/30/19 verifying bp readings log 3. 68469 09/17/2019 01:46 pm mu-631ra 8/30/19 verifying bp readings log 4. 68470 09/17/2019 02:06 pm mu-631ra 9/1/19 verifying bp readings log 5. 68472 09/17/2019 02:12 pm mu-631ra 9/3/19 verifying bp readings log 6. 68475 09/17/2019 02:18 pm mu-631ra 9/3/19 verifying bp readings log 7. 68477 09/17/2019 03:55 pm mu-631ra 9/9/19 verifying bp readings log 8. 68499 09/17/2019 04:01 pm mu-631ra 9/9/19 verifying bp readings log 9. Further investigation of the issue is limited as the device logs were not retrieved for evaluation, nor was the device serial number provided. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. The issue was reported to nka weeks after the incident occurred, making any attempts at gathering additional information difficult. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) failed during patient use in the newborn intensive care unit (nicu). No consequence or impact to the patient was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: bp reading: 71/ - (29), bp site: r leg, problem: no diastolic. Bp reading: 84/37 (52), bp site: l leg, problem: inconsistent reading. No diastolic. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: serial number, approximate age of device. No serial number was provided, so the age of the device is unknown, device manufacturer date.

Event description:
The customer reported that the bedside monitor (bsm) failed during patient use in the newborn intensive care unit (nicu). No consequence or impact to the patient was reported.